Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/ patient contacted lifescan (lfs) alleging a battery charge issue with her onetouch verioiq meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the battery charge issue started at 10pm on (B)(6) 2016. She claimed that she tried to use the subject meter after charging it and when she put the test strip into the port, it "only flashed the verioiq screen and immediately powered off". The patient manages her diabetes with insulin, which she self-adjusts. It is unclear whether she made any changes to her usual diabetes management routine following the start of the alleged issue. She indicated that at 7:30am on (B)(6) 2016, she woke up with a "headache". She reported that also at 7:30am on (B)(6) 2016, she skipped her usual dose or stopped her medication. She denied receiving any other treatment or medical intervention for her symptom. During troubleshooting, the cca noted that the patient was not using the meter for the first time and from the information provided, there had been no misuse of the product. The patient was using the correct test strips. The patient did not notice the battery indicator or message per labeling appear prior to the meter not turning on. She was unable to perform a rapid charge. The meter did not turn on when a test strip was inserted per owner's manual or when the power button was pressed for at least 10 seconds. Based on the information provided, the cca's assessment was that there was an issue with the mini usb cable. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. Based on the information provided, there is no indication that the battery charge issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged power issue remained unresolved at the time of troubleshooting.